Manufacturer narrative:
Additional information was received. The reporter stated that the exchange resolved the problem and the cause of event was user error. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a13.2mm vticm5_13.2, -13.5/3.5/89 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os). The lens was later exchanged for a shorter length lens due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on the lens surface. (B)(4).